Manufacturer narrative:
The insulin pump was programed with the correct time and date and the unit was also programed with a test minilink sensor and glucose sensor simulator. The insulin pump alarmed low suspend properly with no anomaly noted. Furthermore, the insulin pump was programed with a test glucose meter which communicated properly and recorded the 126 mg/dl value properly. The insulin pump passed displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. No unresponsive buttons noted during analysis. All buttons function properly. However, the insulin pump had moisture on keypad traces. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked lcd window.

Event description:
The customer reported via phone call that she experienced high and low blood glucose. The customer reported that the down arrow had an intermittent response. The customer reported also reported that the insulin pump was triggering threshold suspend feature even her blood glucose was high. The customer's blood glucose was 147 mg/dl at the time of incident. The customer stated that her blood glucose declined down to 34 mg/dl and reached up to 600 mg/dl due to the customer did not have any long active insulin. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.